Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Physician reported explant of ruptured implant on the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported explant of ruptured implant on the left side. Device has been explanted.